Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20237615.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent a system explant procedure. The explanted devices were not returned.